Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during rfa for liver cancer, ablation was attempted but the target lesion did not seem to be ablated; ablation was attempted for 12 minutes, but still no change was seen. The needle was replaced with new one, and ablation was successful. The procedure was completed. There was no patient harm.